Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the mildly tortuous and partially mild calcified shunt anastomosis. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. The balloon was inflated twice during the procedure with no issues observed and the procedure was completed. Post dilation, the balloon was simply pulled out from the patient's body, upon inflation, outside of the body, contrast media was released, and balloon was observed to be ruptured. No complications were reported and the patient was good.

Manufacturer narrative:
E1. Initial reporter address: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure and a pinhole leak 6mm proximal of distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the mildly tortuous and partially mild calcified shunt anastomosis. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. The balloon was inflated twice during the procedure with no issues observed and the procedure was completed. Post dilation, the balloon was simply pulled out from the patient's body, upon inflation, outside of the body, contrast media was released, and balloon was observed to be ruptured. No complications were reported and the patient was good.